Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, one linear opening, yellow particles in device inner surface and total delamination of valve. Leak test and microscopic analysis was performed which identified total delamination of valve and one opening crease smooth. Based on the device analysis the final assessment is: -total delamination of valve assessed as adhesive failure. -one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.